Event description:
A report was received that a patient was experiencing difficulty charging her ipg and was having communication difficulty. The patient had a non-device related fall. An x-ray confirmed ipg migration. The patient underwent a pocket revision and the ipg was replaced due to physician's preference. The patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.